Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a thv territory manager that a sapien 3 29mm valve, implanted in the aortic position for 2 years and 1 month, underwent a vale in valve procedure due to regurgitation and stenosis. As reported, during the procedure, the patient was very sick with an ejection fraction (ef) of 10. The patient began to crash so the team had to pull initial equipment until we could stabilize patient. The team went in with a 2nd set of equipment and implanted valve successfully with a post implant gradient of 1 per tee. The team placed an impella support in for back up post implant.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Updated d4 serial number, d4 expiration date, d4 UDI number, d6, and h4.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaint of valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigation's have been implemented. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 2 years post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a thv territory manager that a sapien 3 29mm valve, implanted in the aortic position for 2 years and 1 month, underwent a valve in valve procedure due to severe leaflet calcification, severe regurgitation, and stenosis. As reported, the patient was very sick with an ejection fraction of 10%. During the procedure, the patient became unstable when advancing the delivery system before the team could cross the valve with the equipment. The team had to pull the initial equipment until the patient could be stabilized. The team went in with a 2nd set of equipment and implanted valve successfully with a post gradient of 1 per tee. An impella was placed in for backup support post implant. There were no edwards device malfunctions during the case. The patient was transferred to recovery in stable condition. The patient was a heavy smoker with diabetes. The perceived cause of the early valve failure was patient lifestyle.